Event description:
It was reported that the patient's implantable neurostimulator (ins) was "not working properly." It was noted that the patient was reprogrammed on (B)(6) 2014. It was noted that "they programmed it one way that didn't work" and activated the adaptive stimulation feature. It was noted that this "didn't exactly work right" so the patient went back for reprogramming approximately two weeks prior to report. It was noted that the patient's device "didn't know if the patient was standing or sitting." According to the patient "it was dropping back to "a." The patient stated that "it's like the controller in the back didn't know what position he was in." It was noted that when the patient was standing and tried to set it, reportedly it would register that the patient was upright "only once in a while." It was reported that the patient had program a and there was "abc" since he had three different settings. It was noted that the patient had settings for his right knee down to right foot, middle of ribcage abdomen on right side down to foot, and from ribcage on left side down to foot. It was noted that if the patient sat down and it knew he sat down, it would change, and whenever the patient would stand up again, it would drop back to a much lower program that would "not do anything" for the patient. At the time of report, the patient stated that the device said he was upright, but "a lot of times" it wouldn't say he was upright, it would just say "b." The patient stated that it was "dropping back" as if it was not retaining the program. It was further described that the patient would increase the stimulation to where it was actually blocking the pain, would even stand in one position for four minutes and "hold it there" and after sitting and standing again it would change back to the "really low program." Additionally it was noted that the patient thought the device thought the patient was in a reclining position because he was usually sitting in a recliner. It was noted that the patient's stimulation amplitude in volts was set at 3.60 on left leg, 3.80 on right leg, 4.60 on knee down to foot. After laying down and standing up again, it was going back to 3.20, 3.20, and 4.00 volts. It was noted that the patient understood to maintain the position for three minutes, however the settings were not staying. It was noted at the time of report that the patient was in an upright position, and after walking down a flight of stairs, it changed, "it dropped back." It was stated that the patient could feel it go away because the patient was basically numb in the ribcage then. It was reported that as the patient walked down the stairs, he could feel all three settings drop. It was noted that from the right knee down, it went from 4.8 to 4.0 volts like "all the power went away." It was noted that it was not saying upright on the controller, it was just saying "a." The patient recalled that the manufacturer's representative had mentioned transition settings before and understood that he had to go back to see the manufacturer's representative for reprogramming. It was further noted that the patient had been in "so much pain" for about the last week. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown, serial# unknown, product type unknown. (B)(4).